Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error the customer¿s blood glucose level was unknown at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Motor error alarm during the basic occlusion test and unable to prime during the prime test due to moisture damage force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. No compromised force sensor system alarm noted during the testing.